Event description:
The goal was to place 2 stents. The first stent deployed without problem. The second stent was displayed in the wrong position due to miscommunication between the physician and assisting nurse. The deployed stent position was described inside the duodenum. The physician was concerned that a perforation would occur if the second stent was left in this position. Therefore, a snare was used in an attempt to remove the stent. When removal was attempted, the stent broke in half and separated. The physician then attempted to snare the separated segment and it too separated. All the pieces that separated were removed from the pt, but a small section of the stent remained in place inside the pt's duct. This stent was hooked in the first stent. The physician confirmed the pt was draining appropriately at this time so the procedure was finished. The cook area rep was able to collect add'l info form the medical facility and includes the following: the entire stent was unable to be removed from the pt. The medical facility understands this stent is a permanent implant and is not intended to be removed. However, due to the physician's concern regarding stent position, something had to be done. Another procedure was performed on the pt at a later date and it is not clear if they removed what remained of the stent at that time. Other than what is described above, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the product was returned to the approved supplier for eval. They provided the following info. A 1 x zilbs-635-8.8 device of unk lot number was returned for eval. It was not returned in the original package and was open on receipt. The stent was the only part of the device returned. The stent was returned in multiple parts, approx 8 parts entangled together. All 8 rivets were confirmed to be included in the returned part of the stent. This confirms both the proximal and distal part of the stent were removed. Approx a third of the stent appears to be missing and was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical condition such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use provide the following for stent placement. With elevator open, advance device in short increments unit it is endoscopically visualized exiting the scope. Under fluoroscopic guidance, pass stent delivery system through papilla and into common bile duct. Advance until stent is fluoroscopically visualized through stricture. Fluoroscopically visualize radiopaque markers on either and of stent and position stent so that it bridges stricture completely. Note: stents bridging papilla should extend beyond papilla and into duodenum approx 0.5cm after deployment. The instructions for use contains the following warning: the stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. The stent is a permanent implant. Prior to distribution, all zilbs-635-8-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.